Event description:
It was reported that during a pulsed field ablation procedure, a noisy electrogram was observed and an error message was received indicating that there was an electrical current error. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 of lot number 0012702696 was returned and analyzed. Visual inspection was carried out and the catheter appears intact without any visible issues. Slide function is as expected, and the shape of the capture device is unremarkable with no atypical features. Catheter to a test catheter interface cable (cic) connection evaluation. The catheter was connected to a test cic without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. Mechanical verification of steering and slide mechanisms. The slide control function operated as expected without any issues. Steering function is normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. Catheter identification and ablation. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. Hipot and electrical continuity testing was carried out. Hipot verification of the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. Further dissection of the returned catheter revealed a charred and kinked electrode wire, along with insulation damage observed on one of the electrode wires within the shaft. In conclusion, the catheter failed the returned product inspection due to a charred and kinked electrode wire, along with insulation damage observed on one of the electrode wires within the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.